Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the canula does not irrigate or aspirate; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the parent file were reviewed by the manufacturing site. Photos show a cannula and a tyvek label. The reported issue of the canula does not irrigate or aspirate could not be confirmed. Because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before a vitrectomy procedure an ophthalmic cannula does not irrigate or aspirate. Procedure was completed using another extrusion nozzle. There was no patient contact.

Manufacturer narrative:
One opened ophthalmic cannula was received in a blister for the report of the cannula does not irrigate or aspirate. The returned sample was visually inspected and was found to be non-conforming for the soft tip was torn and when lightly touched the soft tip fell out of the metal cannula. A second visual inspection was performed, and the sample was found to be non-conforming with the bond at the hub was broken. Mass flow testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos given by the customer were reviewed by the manufacturing site. Photos show a cannula and a tyvek label. The reported issue of the canula does not irrigate or aspirate could not be confirmed. The returned non-conforming sample was received opened. How and when the soft tip of the cannula became damaged and the bond at the hub became broken cannot be determined from this evaluation. A root cause cannot be determined for the complaint as described by the customer. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected by trained operators. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).